Manufacturer narrative:
Additional information received on 23oct2018 as follows: according to customer there were no consequences for the patient. Product or objective evidence was returned and the evaluation verified the complaint as valid. The mobile jaw is broken. The fragment was returned. The jaw thickness is compliant with the manufacturing specifications. A corroded area can be observed within the fracture zone. It suggests the presence of a crack prior to the breakage. Observation of the breakage area did not reveal manufacturing or material defect. No material or manufacturing defect was found and that there are evidences of a crack prior to the breakage, the most probable cause of this rupture is the recurrence of impacts on the instrument during its use or its reprocessing, which weakened the jaw and progressively led to the reported event. Moreover, the IFU provided with the device requires to: "check the condition of instruments before and after each case. Remove from use any incomplete or poorly operation instruments."

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that on (B)(6) 2018, a needle holder cev538t5 cvd tungsten broke during surgery, (the broken part fell into abdomen and it was removed). The event led to an increase surgery time of 30 minutes. No patient was injured. Additional request for information has been sent.